Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedance measurements, above 200 ohms. Technical services (ts) recommended a patient initiated interrogation (pii) to determine if the values returned to nominal, and if not, further evaluation was recommended. No adverse patient effects were reported, and this device remains in service.